Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided: initial reporter - name ni. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under PMA number p010014.

Event description:
Patient was revised on the right side approximately two months post-implantation due to pain and fractured tibia. All components were removed and replaced with total knee implants.